Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated alinity I intact pth results on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr inspected the module and multiple parts were replaced, but determined no single definitive likely cause, so the alinity I processing module, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated alinity I intact pth result for one patient. The following data was provided: sample ID (B)(6) initial result was 226.84, repeat result was 64.345 pg/ml there was no impact to patient management reported.